Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged valve is confirmed; however, the exact cause is unknown. One photograph of a groshong nxt clearvue was returned for evaluation. An initial visual observation of the photograph showed the distal valve of the groshong catheter. The opening of the valve appeared to be wide and bulging. No obvious deformity or foreign material was seen holding the valve open. Use residue was observed on the sample. No other damage to the sample was observed in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported catheter valves to not close properly. No other information was provided.